Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as an ongoing irritation under their breast & stomach issues due to diabetes (not caused by the lv) but contributed to it when they wear the lifevest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended wearing the lifevest as much as they can. Follow up indicated that the skin irritation improved.